Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter, the cervical stump was attempted to be closed using a v-lock suture, using the endostitch instrument. However, during the passage of the needle through the cervical stump, the needle broke and an x-ray revealed the needle was somewhat close to the cervical stump. Due to the small size, it took approx 3 add'l hours.